Event description:
During the initial entry of the colonoscope, the initial scope inner dial ceased to be effective and the scope was changed and the cecum was reached then without difficulty and the nonfunctioning scope had no effect on the overall procedure. There was no harm to the pt. (B)(4).